Event description:
(B)(6) clinical trial. It was reported post a percutaneous coronary intervention (pci) with stent implantation unstable angina occurred. The patient presented due to stable angina. A drug-eluting stent was implanted in the left main coronary artery (lmca). Residual stenosis was 0% with timi post 3 flow. The patient was started on aspirin and clopidogrel and was discharged. In (B)(6) 2011 the patient presented with retrosternal pain the patient experienced pain in the precordial area, not radiating, with concomitant episodes of being hot and weaker at night. The event was considered as an unstable angina class3. Coronary angiogram showed the left main coronary artery maintained effect of pci with a stent. The left anterior descending branch (lad) also maintained effect of pci plus stent in the proximal segment, no further changes. No changes in diagonal branches. There was 95% in-stent ostial stenosis in the cx with further timi 2 flow with competitive flow. There were no changes to obtuse marginal branches(om) and the rca had no changes and retrograde collateral circulation towards cx. The patient was treated with medical therapy including prasugrel, acetylsalicylic acid 75 mg, bisoprolol 10 mg, torasemide 5 mg, isosorbide mononitrate 10 mg, pantoprazol 20mg once in the morning and amlodipine 5 mg and simvastatin 20 mg. The hospitalization was free of complication and the patient was discharged home.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.